Manufacturer narrative:
This lead remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that during a follow up an increase in the shock impedance measurements was exhibited with this right ventricular (rv) lead. The values were out of range most recently. At this time the lead remains implanted. No adverse patient effects were reported.

Event description:
It was reported that during a follow up an increase in the shock impedance measurements was exhibited with this right ventricular (rv) lead. The values were out of range most recently. At this time the lead remains implanted. Additional information noted that a revision took place and it was elected to connect the existing lead to a newly implanted device. The shock values were within normal range. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted. Should additional information become available this investigation will be updated.